Event description:
On 2025-feb-27 additional information was received from the rep. They reported they spoke with the pt on (B)(6) 2025, and it sounded like the pt had turned the stimulation up to perception at a strong level. The rep explained to the pt how to decrease the stimulation to a more comfortable intensity. The rep also scheduled an appointment with the pt for reprogramming at the doctor's office for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that no further action needed. Patient was reprogrammed and educated on march 18th and the reps have not heard from the patient since.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need their therapy readjusted because it is not working for them. Patient stated they have back pain and when they turn on the therapy they get shock waves down their legs but that is not the issue. When asked for an event date, patient mentioned that it's probably january 20th, if not sooner. Patient mentioned that this is a waste of time and effort and that it's not working at all. Agent reviewed role of representative and redirected to healthcare provider. Agent sent email to the field for visibility.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.